Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) batteries failed after 23 months only. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
Not reported -routine replacement of the part.